Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. As resolution, the rv was reprogrammed. Two years later, the rv was explanted due to the pacing need had changed, requiring more rv pacing, so the physician decided to proceed with a new rv lead implant. The patient noted the lead was dislodged at the time of the first allegation of high pacing thresholds, during an ablation procedure. No other additional adverse effects were reported.